Event description:
Sleep deprivation, coronary event, coagulation hyperviscosity, elevated hematocrit. Philips will not respond to replace patient's CPAP dreamstation go. FDA safety report ID# (B)(4).